Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 167 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump passed the self-test, sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected audio beeping alarms, lit or flashing red alarm/alert led, or blank display noted during testing. No beeping alarm or vibrate alerts occurred after the primary battery was removed. The battery was removed from the pump and was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no pump error 23, 49 or 68 were noted. No pump error 4 or pump error 63 occurred during testing. However, the pump error 63 was found in the formatted history file due to corrosion. No moisture damage on the keypad assembly, motor, battery tube, or force sensor noted during visual inspection. The pump was received with a scratched case, a faded serial number label, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.